Event description:
During a leep biopsy, the patient began to bleed heavily. Attending physician could not suture. The patient was packed with gauze and 911 was called. Bleeding stopped in route to the hospital.

Manufacturer narrative:
The electrosurgical generator was "inherited" by the user facility. The electrosurgical generator is believed to be over ten years old. A review of the user facility's repair history does not show the electrosurgical generator being serviced over the last ten years. At the outset of the procedure, it was noted the hand piece was not completely set. Power settings of 50 were used although literature recommends a power setting of 40. Additionally, apple/utah electrodes were used. Facility has not conducted any studies to determine compatability of its electrosurgical generators with electrodes from other manufacturers. It is not known if the patient had any pre-existing conditions or prescribed medication that might interfere with coagulation. Follow-up telephone communication has confirmed the patient was treated. The patient is recovering and doing well. .